Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The product is a part of the field action, however, without the returned product there is no was to determine if the lead displayed characteristics as outlined in the field action. Concomitant medical products: d284drg, implantable cardioverter defibrillator, (B)(6) 2010. (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the hospital with a complaint of chest pain and that the lead impedance alert triggered. It was also reported that the right ventricular (rv) lead had high pace/sense impedance, no capture, high and unstable thresholds, oversensing with a high number of should v-v- intervals, noise and was fractured. The rv lead was disabled and was attempted to be replaced, however, the physician abandoned the replacement procedure physician aborted extraction due to drop in hemoglobin and concern that patient might be bleeding internally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.